Event description:
The customer reported that she experienced a high bg reading (324 mg/dl) and went to administer a bolus. Before the bolus could be delivered, however, the pod initiated an occlusion alarm. Despite the occlusion alarm, no blood or kink was seen in the cannula. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.